Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having chest pains. A data review showed that the implantable cardioverter defibrillator (ICD) came in contact with a magnet not corresponding to a programmer session. Magnet exposure was discussed and application suggestions were given to download on a smartphone to scan for magnets. The chest pains were later diagnosed as being musculoskeletal in nature. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.